Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Manufacturer narrative:
(B)(4). Concomitant medical products: part: 157450 name: m2a-magnum mod hd sz 50mm, lot: 522530; part: 13-103208 name: taperloc por red/lat 15x150, lot: 160190; part: us157856 name: m2a-magnum pf cup 56odx50id, lot: 950210. The investigation is still in process. Once the investigation is complete a follow up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2014-04196, 0001825034-2017-06303 and 0001825034-2017-06304.

Event description:
It was reported that a patient underwent a revision procedure due to pain, difficulty sleeping, and difficulty walking. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided op notes. Review of revision op notes indicate that patient underwent revision tha due to pain. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: p/n 13-103208 l/n 160190 taperloc por red/lat 15x150, p/n us157856 l/n 950210 m2a-magnum pf cup 56odx50id. Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.